Manufacturer narrative:
The pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. The compromised force sensor system alarmed during basic occlusion test due to loose and or protruded drive support disk. The pump had received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tub, and cracked endcap.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was 228mg/dl. Troubleshoot was conducted and the drive support cap was noted to be protruded. The customer's levels on a previous day had been as high as 534mg/dl.